Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the transmitter had a pairing issue. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A pairing test was performed on the transmitter, with the nordic bluetooth pairing device and it passed. A functional test was performed on the transmitter and it failed. Share data logs were reviewed, finding pairing failure found during a loss of connection. Based on the findings of a loss of connection, this is now reportable. The complaint of pairing failure was confirmed. The root was determined to be a defective transmitter, post investigation.